Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet system was disconnected for several days and subsequently required reconnection to dexcom g7, during which the user did not announce meals and at times removed the ilet overnight, resulting in prolonged hyperglycemia up to 400 mg/dl for over three hours and intermittent hypoglycemia to 50 mg/dl after delayed corrections. Symptoms included hyperglycemia and hypoglycemia with device alerts for both high and low glucose and self-treatment of lows with glucose tablets and juice. Outcomes included transient low glucose events without medical intervention, hospitalization, or assistance beyond courtesy support from a caregiver. Investigation included customer support troubleshooting and education covering meal announcements, correction bolus behavior, and plans for additional training. Investigation of this case revealed use-related issues associated with missed meal announcements, nonuse of backup therapy, intermittent device removal, and subsequent automated corrections contributing to glycemic variability; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy adherence and device operation, with need for user retraining.